Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow event with a clearlink duo-vent secondary medication set during infusion of antibiotics. The reporter stated that the set was able to be primed without issue; however, once the set was connected to the IV bag the solution would not flow into the drip chamber. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.